Manufacturer narrative:
This device remains implanted and is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. That filter is still in place, and recent studies confirm the filter now presents more risks than benefits, including an increased risk of fanning a blood clot. The extent of the device failure has not been fully documented by the patient treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information was received from the patient profile form that the filter was imbedded in the wall of ivc. There were blood clots, clotting and/or occlusion of the ivc. The device was unable to be retrieved because the filter was in place more than 90 days. It was too risky to attempt retrieval and future perforation and fracture are likely. An attempt to remove the filter was not made. The patient reports suffering from daily anxiety and panic about the dangers of device failure. Additionally, the patient has persistent chest pain from either the filter or anxiety experience. Medical records received indicate the optease ivc filter was successfully placed under fluoroscopy guidance to the level of l3 below the renal veins.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Medical history includes an unspecified injury of the inferior vena cava. The optease filter was placed at the level of l3 below the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is collapsed and occluded resulting in numerous collateral veins in the retroperitoneum and in the abdominal wall. Per the patient profile form (ppf), the patient reports the filter is embedded. Blood clots, clotting and/or occlusion of the ivc. The patient further reports anxiety and persistent chest pain. A CT scan, eight years and five months post implant revealed no abnormal tilt or perforation, numerous collateral veins in the retroperitoneum and in the abdominal wall were noted. The ivc distal to the ivc filter appears collapsed, likely occluded. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. This event does not represent a malfunction of the device. Chest pain, panic attacks and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Filter collapse was reported, without post implant imaging available for review the event could not be confirmed or further clarified. With the limited information provided a causal relationship between the filter and the reported events could not be established. There is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and collapsed and became occluded resulting in numerous collateral veins in the retroperitoneum and in the abdominal wall. Additional information from the patient indicated that the filter was embedded in the wall of inferior vena cava (ivc) and there were blood clots, clotting and/or occlusion of the ivc. The device was unable to be retrieved because the filter was in place more than 90 days. The patient reports daily anxiety and panic about the dangers of device failure. Additionally, the patient has persistent chest pain from either the filter or anxiety experience. According to the medical records, the indication for the filter placement was pulmonary embolus and a large thrombus burden in the right common femoral vein in a patient with lower extremity paralysis from a spinal injury. The filter was placed via the left femoral vein and deployed below the level of the renal veins, at the level of l3. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. This event does not represent a malfunction of the device. Chest pain, panic attacks and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Filter collapse was reported, without post implant imaging available for review the event could not be confirmed or further clarified. With the limited information provided a causal relationship between the filter and the reported events could not be established. There is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by an updated legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is collapsed and occluded resulting in numerous collateral veins in the retroperitoneum and in the abdominal wall. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Medical records received indicate the optease ivc filter was successfully placed under fluoroscopy guidance to the level of l3 below the renal veins. The filter is still in place, and the extent of the device failure has not been fully documented by the patient treating medical provider(s). Per the patient profile form (ppf), the filter was imbedded in the wall of ivc. There were blood clots, clotting and/or occlusion of the ivc. The device was unable to be retrieved because the filter was in place more than 90 days. An attempt to remove the filter was not made. The patient reports suffering from daily anxiety and panic about the dangers of device failure. Additionally, the patient has persistent chest pain from either the filter or anxiety experience. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain does not represent a device malfunction and may be related to underlying patient related issues. Anxiety and panic attacks do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.